Event description:
A home patient contacted baxter's technical service center regarding the notation of "water leaks" during the prime cycle prior to patient's automated peritoneal dialysis therapy on homechoice machine. Per initial report, "while priming a little bit of fluid came out of the patient line". No patient injury was indicated at the time of the initial report.